Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-1712k. Updated summary: the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit passed the self test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. Keypad overlay was removed and no moisture damage was noted. However, partially cracked trace (lead 6) on u1 keypad assembly was noted. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. J1 connector on pcb1 was locked properly and no moisture damage noted during deconstructive analysis. Unit was also received with cracked case-corner of belt clip rails, u-1 defect, cracked case (battery tube), cracked case on lower battery side and scratched case. In conclusion, the customer allegation was not confirmed. All buttons were responsive during testing. However, partially cracked trace (lead 6) on u1 keypad assembly noted, possibly causing an intermittent button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.